Event description:
Reporter indicated that vns pt was diagnosed with a "burned out vocal cord or paralysis" by an ent. The pt had reportedly been suffering from chronic hoarseness, coughing and choking for approximately four months. At last office visit with neurologist approximately three months after symptoms began, the pt was noted to have left true vocal cord paralysis with aspiration and reflux. Neurologist indicates that the reported events are possibly related to device stimulation and vns implant surgery. Medialization laryngoplasty is being considered. Device stimulation has not been discontinued. Investigation to date has been unable to determine the cause of the reported event.